Event description:
Information was received that the cadd solis vip pump malfunctioned. The customer noticed that the glass bottle is not suitable for infusion after checking the instructions for use. Due to this issue, the customer noticed that only half of the required infusion of 40ml was actually being infused when using the glass bottle. The pump did not alarm in order to prevent under delivery. The therapy being infused was albumin for a (B)(6) old. There was no harm to the patient.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was removed. Functional testing involved delivery accuracy testing and found the pump to be within manufacturing specification. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Other, other text: additional information: (h6 patient code). Additional information received by smiths medical on 21-oct-2020 that there was potential patient injury but unclear to what specific injury occurred.